Event description:
It was reported that the batteries where overheated and the cells swollen.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). (B)(4). The batteries were reported to be swollen. The risk to the end user is not clear. Further investigation is required. Additional information will be provided upon conclusion of the manufacturer's investigation.